Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the station was not sending transactions to the server. A technical support specialist (tss) reviewed the data synchronization debug information and identified that a manual recovery process was required due to a mismatch in change tracking values. The tss logged into the system administrator account, stopped the data synchronization and maintenance services, backed up the station database, applied the change tracking recovery script as per the knowledge article titled manual recovery required - data sync invalid upload change tracking value, restarted the services, monitored until synchronization stabilized, rebooted the station, and verified through the enterprise system that real-time data uploads resumed and reports were generated successfully. The system functioned as intended after the technical support specialist troubleshot the issue.

Event description:
It was reported that when using the bd pyxis¿ es server, the station was not sending transactions to the server. Customer reported that station suopth0 has not populated any transactions in the all-device events server report. An inventory count transaction was performed for testing purposes; however, the transaction did not appear in the report. Customer confirmed the station is not in disconnected mode and requested investigation into why transaction data is not backing up to the server. However, there were no delay and adverse events or injuries reported based on this event.